Event description:
Event description cpi received information that this bipolar lead had dislodged. The physician elected to perform an invasive procedure to reposition the lead but was not successful. He decided to replace the lead with a new lead of the same model.